Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Approximate age of device - 3 years and 11 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) is expected to be returned for evaluation but has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2018 pump stoppages had occurred, and the patient was assessed at the hospital. The manufacturer¿s technical service representative reviewed the log files and confirmed pump stoppages. X-rays were inconclusive. On (B)(6) 2018, the manufacturer¿s technical service representative performed a distal end percutaneous lead (driveline) replacement. The following day, pump stoppages occurred. A second percutaneous lead (driveline) replacement was performed. After the replacement, all tests passed and no issues were observed. No further issues have been reported.